Event description:
It was reported, a patient indicated they were sent information about a knee replacement they had regarding the medical implant that was used on their right leg. They did go into their dr., and from memory, that implant was used, but he said that it would not have made a difference. They went in again later on, and the dr. Checked his knee and said it had not changed in any way. Since the surgery, the patient¿s knee is so full of pain, and they can't move it correctly, and it is getting worse. They have been hesitant to have it checked again due to the intense pain, but they really felt like they were only after money- they did not know about money, but did not want more pain down the road. They need to have it checked again due to the pain, but just to know they are ok. Patient requested if they do that with a different dr., or do they go back to them. No further information provided.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3; (B)(6), 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm; (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; (B)(6), 13a2101 - cemex system fast genta 70g; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk; (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h1, h6, h11 MDR section codes updated/corrected: a, b, c, d, e, f, g the loss of range of motion cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.